Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. -

Event description:
Caller reported an advantage/gts result of 400 mg/dl, other professional system result of 195 mg/dl within 10 minutes. Reported no adverse event. A request was made for the return of the strips.